Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per the trusteel infusion set user guide, "change the infusion set every 24-48 hours, or as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridges had been filled with cold insulin and the customer changed out the infusion set outside of labeled guidelines. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the pump supplies multiple times to resolve the issues and resume insulin therapy. Customer¿s blood glucose level was 380 mg/dl.